Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a vizigo sheath and observed the hemostatic valve leaking/broken/cracked/dislodged. The valve of the vizigo sheath was damaged and the sheath was leaking. The scrub tech commented that there was more resistance than normal when inserting the dilator. The sheath was exchanged and the issue was resolved. The procedure was continued and completed. There was no patient consequence reported. Additional information was received on 18-apr-2025. The hemostatic valve was broken/cracked. The hemostatic valve dislodged inside the hub. The brim cap/hub did not detach from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The hemostatic valve leaking/ broken/ cracked/ dislodged inside the hub was assessed as a MDR reportable issue. The resistance with sheath was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a vizigo sheath. The valve of the vizigo sheath was damaged and the sheath was leaking. The scrub tech commented that there was more resistance than normal when inserting the dilator. The sheath was exchanged and the issue was resolved. The procedure was continued and completed. There was no patient consequence reported. Additional information was received. The hemostatic valve was broken/cracked. The hemostatic valve dislodged inside the hub. The brim cap/hub did not detach from the sheath. The device evaluation was completed on 06-may-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was observed with stress marks and dislodged in the hub. The silicon ring was observed in its place and the brim cap had evidence of adhesive. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation and resistance with sheath issues reported were confirmed. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).